Event description:
It was reported that during set up / inspection for use, the subject scope/probe device had interference lines. There was no harm or injury reported.

Manufacturer narrative:
The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Manufacturer narrative:
This supplemental report is being submitted to provide the results of the final investigation. Updated fields: d8, h2, h3, h6 (type of investigation, investigation findings, investigation conclusions), h11 corrected field: b5 - describe event or problem updated to add the common device name. H6: medical device problem code was changed to a090203 - erratic or intermittent display the device was returned to olympus for inspection, and the reported failure was confirmed. A definitive root cause could not be identified. Based on the results of the investigation, it is likely the following led to the noisy image malfunction: corrosion and an electrical/electronic component problem; expected or random component failure without any design or manufacturing issue. Olympus will continue to monitor field performance for this device.

Event description:
It was reported that during set up / inspection for use, the subject bronchovideoscope had interference lines. There was no harm or injury reported.